Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material on the groove or gap of the distal end, due to insufficient cleaning of the device, likely attributable to handling of the device. In addition, foreign material was found and could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle or the gap on the insertion section or the boot. A gap of adhesive was noted on the distal end. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model tjf-q180v, evis exera ii duodenovideoscope to olympus for annual inspection. Upon inspection and testing of the returned device, it was noted that foreign material was present in the forceps elevator and a gap of adhesive on the distal end was present. This report is submitted due to the malfunctions of foreign material present and the gap of adhesive on the distal end. As these problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material on the groove or gap of the distal end, due to insufficient cleaning of the device, likely attributable to handling of the device. In addition, foreign material was found and could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle or the gap on the insertion section or the boot. A gap of adhesive was noted on the distal end. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model tjf-q180v, evis exera ii duodenovideoscope to olympus for annual inspection. Upon inspection and testing of the returned device, it was noted that foreign material was present in the forceps elevator and a gap of adhesive on the distal end was present. This report is submitted due to the malfunctions of foreign material present and the gap of adhesive on the distal end. As these problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event of "forceps elevator has foreign material" was presumed to have been caused by the following: a) user¿s reprocessing around the forceps elevator after procedure was insufficient. B) user did not reprocess the device immediately after procedure, and then, foreign materials attached to the forceps elevator were dried and solidified. The suggested event of "inside of the light guide (lg) lens is dirty" was presumed to have been caused by the following: a) because of physical stress/chemical stress resulted from user¿s handling, a minute gap was created in glue around the lg lens. B) stain, liquid or moisture attached to the lg lens or around the lg lens entered from the gap into the inside of the lg lens. Brushing methods around the forceps elevator are described in the following section of the instructions for use (IFU) (reprocessing manual): "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU has the following documentation regarding the reprocessing of the device: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Because of the above, the suggested events were deemed to be preventable. Olympus will continue to monitor field performance for this device.